Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that it was received one suture piece that pertain to product code w9915. The visual assessment of the suture noted that the ends of the suture was noted to be cut probably caused by a surgical instrument, the extreme of the suture was observed with body fluids and open filament due to the tipped suture end. In addition, the needle was not returned for analysis. Although no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2023 and suture was used. During the procedure, the needle broke through swage point. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information the patient did not suffer any signs or consequences. Device return status: the device has been collected from the hospital. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.